Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Analysis of the device revealed that the microdelivery catheter proximal outer shaft was stretched and separated; however, the catheter inner tubing was still intact. The microdelivery catheter was compressed just proximal to the location where the stent sits. The microdelivery catheter was slightly compressed along its proximal shaft length. The microdelivery catheter and stabilizer distal lumen were found confirming to its visual specifications. The microdelivery catheter was cut and a mandrel was used to push out the stent. The stent was found within specification. The stabilizer was found kinked and separated on its proximal shaft. The stabilizer was kinked and bent on several places along its length. Information available indicated that the anatomy was tortuous and the stent could not be deployed which it may indication of friction during stent deployment. It is possible that anatomical factor may have contributed to the high friction encountered during stent deployment and ultimately contributing to the damages observed on the device. Based on device analysis and the information currently available; an assignable cause of operational context has been assigned to this investigation.

Event description:
Analysis of the stent delivery system revealed that the microcatheter outer proximal shaft was separated. There were no reported clinical consequences to the patient.